Manufacturer narrative:
Sorin group (B)(4) rec'd a report that, 2 hrs into bypass, the 1/4" blood line of their cardioplegia device split when giving a dose of cardioplegia. The line was changed out and discarded. There was no report of pt injury. The product was discarded by the customer and is therefore not available for eval. Sorin group is conducting an investigation. A f/u report will be filed when the investigation is complete. Section 5, blood cardioplegia, in the pump instructions for use state "¿incorrect tubing clamp inserts can result in severe failures during perfusion since the tubing is either pinched or not seated securely in the pump¿.check if the tubings lie evenly along the pump raceway. The tubings should neither be twisted, crossed or kinked¿both tubings must lie evenly w/o kinks or twists along the pump raceway, must not be kinked or crossed, must be tightly secured in the tubing clamp inserts and must not have any play within the pump¿.the correct adjustment of the pump occlusion is an essential precondition." The sorin group heart lung instructions for use included in the heart lung pack state that failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure, resulting in leaks. The IFU states to use appropriate tubing inserts and to maintain the natural curvature of the tubing when placing it in the raceway. Failure to properly install the pump tubing may result in damaging the tubing.

Event description:
Sorin group (B)(4) rec'd a report that, 2 hrs into bypass, the 1/4" blood line of their cardioplegia device split when giving a dose of cardioplegia. The line was changed out and discarded. There was no report of pt injury.